Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer reported via phone call of being hospitalized for a non diabetes related incident. The customer's blood glucose level was 490 mg/dl at the time of the call. Troubleshooting assisted customer with time and date settings and basal rate settings. Customer declined high blood glucose troubleshooting.